Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 15mg/ml dilaudid at 3mg /day and 10mg/ml bupivacaine at 2mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had a motor stall. The pump was replaced and the issue was resolved. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that it was believed the motor stall may have been due to the fact that the pump was close to its end of service, but this was not confirmed. No further complications were anticipated/reported.